Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiry date: 09/2023. Device pending return.

Event description:
It was reported that prior to an angioplasty procedure, there was stickiness felt on the shaft of the catheter. The procedure was completed using another device. There was no reported patient contact.

Event description:
It was reported that prior to an angioplasty procedure, there was stickiness felt on the shaft of the sheath. The procedure was completed using another device. There was no reported patient contact.

Manufacturer narrative:
Manufacturing review: a complaint history review was performed. This is the third complaint reported for this product / lot number. The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned for evaluation. The dilator was returned within the sheath. Dried dark and yellow residue (likely blood and bodily substance) was present on the sheath and dilator shafts. The result of the investigation is unconfirmed for the reported device contamination with chemical or other material. The root cause for the reported device contamination with chemical or other material could not be determined based upon the available information received from the field communications and device evaluation. Labeling review: instructions for use for the halo one thin-walled guiding sheath was reviewed and the following sections are applicable: warnings: 4. Visually inspect the packaging to verify that the sterile barrier is intact. Do not use if the sterile barrier is opened or damaged. Precautions: 5. The pouch should be inspected prior to opening to ensure the sterile barrier is not compromised. The device should be carefully removed and placed in the sterile field. The entire procedure from skin puncture or incision to sheath withdrawal must be carried out aseptically. 6. Carefully inspect the sheath prior to use to verify that the sheath has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. 11. Remove the dilator from the sheath slowly to avoid incomplete closing of the valve resulting in blood leakage. D4 (expiry date: 09/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.